Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on d9, h3, h4, h6 and h10. Based on the results of the legal manufacturer's investigation, the device was returned, and it was confirmed that the cause of the phenomenon phenomena (phenomenon 1: alarm went off; phenomenon 2: insufflation stopped; phenomenon 3: error code e03) was the faulty main board (cr board). According to chapter 4 troubleshooting of the uhi-4 technical guide, error 03 indicates faulty pipeline pressure sensor, and the main board (upuhi4cr00) may be malfunctioning. As a result of checking the monthly analysis report (2023/1, dc00755799), no trend of increase was observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the insufflator excessive pressure alarm starts to sound and stops insufflation on the high flow insufflation unit. It was also reported that there was fluid inside the hose system. The issue occurred during a therapeutic procedure and was completed using a similar device. There were no reports of patient involvement. This MDR was created to capture the intermittent insufflator alarm failures which occurred since (B)(6) 2022 as was reported by the customer.

Manufacturer narrative:
The device was not yet returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.